Event description:
The customer reported that the left monitor would not power up causing a loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was replaced. The system was then found to be operating as intended.